Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned taskforce.

Event description:
The patient reported experiencing elevated blood glucose since switching to new infusion sets. Patient is not at home and has no additional infusion sets available at this time. Patient stated, his blood glucose has been running higher, up to 300-400's mg/dl since switching to the new infusion sets over the weekend. Patient reported, he has been able to self treat with insulin injections. Patient's normal blood glucose range has been 65-120 mg/dl. Patient reported on (B)(6) 2010, he attempted to bolus and received an occlusion error. Patient stated, he noticed his blood glucose was running high and decided to change out the infusion set. Patient reported, he noticed pooling at the infusion site and the adhesive was saturated. Patient reported, he also noticed the same issue today prior to calling. Patient stated, it may be several hours before he has access to a new infusion set but is able to self treat with injections if needed. Patient reported there are no errors or alerts on the infusion device at this time. Patient stated, he installs insulin directly from the refrigerator. Advised to allow insulin to warm to room temperature prior to install. Patient reported, the only change that has occurred was switching to the new infusion set. On call back from patient on (B)(6) 2010, patient reported when he removed the infusion set, he noticed the cannula was bent like it did not insert into his skin. Patient stated, he thinks the tip was inside but the rest of the cannula was scrunched up and that he does not think he was getting insulin as a result. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.